Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire tip detachment occurred. The 90% stenosed, diffused target lesion was located in the severely calcified and severely tortuous mid to distal left anterior descending artery (lad). A 330 cm rotawire was selected and advanced to the target lesion. Rotational atherectomy was performed four times with a 1.25 rotaburr. The 1.25 was exchanged for a 1.50 rotaburr and rotational atherectomy was performed three times. An attempt was made to remove and exchange the rotawire, when it was then noted that the distal portion of the wire was advanced into a capillary blood vessel and trapped, resulting in the distal portion becoming detached. The detached tip was unable to be removed and the procedure was continued with the fragment still located in the capillary blood vessel . The procedure was completed with the deployment of a stent. There were no further patient complications reported and the patient's condition is stable. The patient is currently being monitored.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. It was observed that the spring tip was fractured at 329.8 m from the proximal end. All the outer diameter measurements are within the specifications. The returned device was sent for external analysis. The (B)(4) lab returned the following results: the coil fracture site presented evidence of fatigue with torsion and tension overload as mode of wire failure. The corewire fracture site presented evidence of torsion and tension overload as mode of wire failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire tip detachment occurred. The 90% stenosed, diffused target lesion was located in the severely calcified and severely tortuous mid to distal left anterior descending artery (lad). A 330cm rotawire was selected and advanced to the target lesion. Rotational atherectomy was performed four times with a 1.25 rotaburr. The 1.25 was exchanged for a 1.50 rotaburr and rotational atherectomy was performed three times. An attempt was made to remove and exchange the rotawire, when it was then noted that the distal portion of the wire was advanced into a capillary blood vessel and trapped, resulting in the distal portion becoming detached. The detached tip was unable to be removed and the procedure was continued with the fragment still located in the capillary blood vessel . The procedure was completed with the deployment of a stent. There were no further patient complications reported and the patient's condition is stable. The patient is currently being monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a guide wire tip detachment occurred. The 90% stenosed, diffused target lesion was located in the severely calcified and severely tortuous mid to distal left anterior descending artery (lad). A 330cm rotawire was selected and advanced to the target lesion. Rotational atherectomy was performed four times with a 1.25 rotaburr. The 1.25 was exchanged for a 1.50 rotaburr and rotational atherectomy was performed three times. An attempt was made to remove and exchange the rotawire, when it was then noted that the distal portion of the wire was advanced into a capillary blood vessel and trapped, resulting in the distal portion becoming detached. The detached tip was unable to be removed and the procedure was continued with the fragment still located in the capillary blood vessel . The procedure was completed with the deployment of a stent. There were no further patient complications reported and the patient's condition is stable. The patient is currently being monitored.